Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that cannula did insert correctly into the patient's skin but had to be replaced within 15 minutes of insertion. Blood glucose levels were 150 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.